Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 5 days of wear. Customer further reported she experienced sweating, weakness, and blurry vision and self-treating with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, an extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed, and the DHR showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 5 days of wear. Customer further reported she experienced sweating, weakness, and blurry vision and self-treating with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.